Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2014.

Event description:
A report was received that the patient was experiencing burning pain and discomfort at the ipg site, worse with palpation. There was severe pain and a lot of tenderness and irritation with the placement of the ipg. It was also reported that the site would get warm during charging. The patient received trigger point injections at the ipg site and underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.